Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that ¿the device does not work¿. They confirmed that the event was a continuation of the previous information reported regarding changing programs, fall on their coccyx. The patient called their healthcare professional (hcp) who told them to go back to the original programing that worked after implant. The patient did this ¿and it does not work¿ and they continued to catheterize. They mentioned that they were told not to increase the stimulation past 2. The therapy was currently at 1.8. The patient spoke to the nurse yesterday and was told to contact the manufacturer. In addition, the patient reported that they felt the stimulation in ¿the left labia right where the sacral nerve is at¿. It was recommended that the patient follow up with their hcp for potential programming. The patient confirmed they would do this. Further information received on jul7 16, 2019 from the patient again reported that ¿its not working¿. The patient saw the manufacturer¿s representative and hcp and was told to try programs 6 and 7 for 3 days. The patient mentioned they increased the frequency on program 7 to 2.4 ¿and I could void maybe 10-15¿. They further stated that "if the bladder was full I voided a small amount and 15 minutes later would have to cath anyway". The patient noted that when they increased the stimulation, they felt it in the correct area. It was mentioned that the patient was to schedule an x-ray. There were no further complications reported or anticipated.

Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had turned their ins off for a while and then turned it back on, but since then had felt like the device had not helped with their voiding. The patient stated they stepped off a stool recently, missed, and landed on the end of the sofa hitting their coccyx area. The patient was not sure if the lead could move or it that could also be why they had a loss of therapy. The patient had tried switching programs, went from 5 to 7 and then now on 3 at 1.7v and were not getting therapy relief. The patient also reported having to self-catheterize themselves. The patient was advised to follow up with the healthcare provider to check on the device and try another program for the time being. The patient switched to program 2 and increased stimulation to 0.9v where they felt comfortable stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the device does not work and she was referencing implanted device. Patient confirmed reported event is a continuation of information documented in original call note. Caller mentioned falling on coccyx; did x-ray and it showed that the ins/leads are in the intended area, and having uti (unrelated to device/therapy) again. Caller stated the device worked for 2 weeks post implant by 50%, but then stopped working in (B)(6) 2019. Caller stated that she has seen the hcp and the hcp changed her programs, but she still hasn't had therapy results. Caller stated she has tried all of the programs she has and she noticed that the high number programs work better than the lower, but she still hasn't had 50% relief. Caller stated she is currently on p7 at 1.2v. Caller stated that she noticed if she went above 1.8v she had discomfort in the labia area. Caller stated that her hcp said she would only see 50% relief at best because her bladder is totally non-functional. Caller stated that her hcp has scheduled a surgery (sometime in (B)(6) 2019) to take the interstim device out and implant another since her isn't working. Caller stated that she is voiding "little dabs" around 25-30cc at a time, but she still catheters for an hour or two. Caller stated that catheterizing is sometimes easier than going to the bathroom with this device. The patient was redirected to hcp to discuss symptoms and possible reprogramming the device with assistance from a rep.